Event description:
It was reported that the device was used during a vats lobectomy. The device was prepared by the staff and handed off to the surgeon. The device was inserted through the trocar and articulated. The device was locked out and would not fire. The device was not on tissue. The knife is not at the home position and the channel guide appears to be damaged. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that one (B)(4) device was returned with the anvil closed the firing mechanism jammed and with a white cartridge reload loaded on the device. The reload was noted to be partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. In order to open a locked device the reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the knife was noted to be buckled. When the knife buckles the mechanism will not return to the home position in order to open the device. This is consistent with applying a high force to the firing trigger on a locked device.